Manufacturer narrative:
Return requested. Replacement camera shipped to site 09/12/2016. Medtronic investigation of returned suspect camera finds that, as reported, the positioning sensor unit (psu) powered up with the amber fault light illuminated. A check of the event log confirmed a hardware fault. The sensor voltage is low. Also, the bump sensor had been activated on the same day as the hardware fault. System fault code. Sensor voltage low. Electrical failure. Hardware investigation was completed. This issue was found related to a hardware issue and was documented in a medtronic hardware anomaly tracking database. On 09/13/2016 a medtronic representative performed a navigation system check-out, software and instruments areas passed. Hardware test failed. Failure: optical communication. Camera displayed amber light and would not track. Replaced camera. Issue resolved. System performed as intended. No further issues have been reported.

Event description:
A medtronic representative reported that, while in a spine procedure, the site's navigation system displayed an amber light on the camera and it was unable to track. A second navigation system was brought in to allow the procedure to continue. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was 30 minutes. There was no impact on patient outcome.